Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the intraocular lens (iol) was inserted and removed during the initial procedure due to laceration type mark noticed on the lens after insertion. Additional information has been requested.